Event description:
It was reported by the cardiac cath lab that the pt was being transferred from an outside facility with an intra-aortic balloon (iab) already in place. The iab needed to be replaced for it was impeding the peripheral perfusion to the right leg. The initial iab was removed and a new iab was inserted in the left femoral artery. When they started the pump there was an alarm and the physician felt the membrane had not fully unwrapped. The alarm sounded is not known for sure however, believed to be a high baseline or high pressure. This iab was removed and replaced with another and pump was initiated with no alarms. The tech asked if the iab prepping with the "champagne pop" could have caused damage to the membrane and caused it to not open. It was relayed that this was unlikely. I did review with her manual inflation if the membrane did not open with initiation of pumping. She did not realize that this could be done. Next, the steps of manual purge were discussed so she could review with the physician and staff, including to ensure that the membrane had fully exited the sheath prior to initiation of pumping/manual inflation. She verbalized understanding of all and asked for the clinical to contact her regarding in-services for the lab. It was explained that her clinical contact would be notified to call her.

Manufacturer narrative:
Sample will be returned for eval.